Manufacturer narrative:
The device was evaluated by a philips field service engineer who was unable to confirm or reproduce the reported issued. There were no event logs available for review. There was no trouble found with the device. There were no repairs or replacements required for this device. The device passed all testing and remains at the site for use. Philips is unable to confirm that a malfunction occurred. Therefore the cause cannot be determined.

Event description:
The customer reported that during use the heartstart xl was unable to deliver a shock.the involved patient was treated with a second defibrillator, but passed during the event on (B)(6) 2016. The patient was a cardiac patient treated for lv dysfunction.